Manufacturer narrative:
Section d4: expiration date not available. Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (serial number: (B)(6)) was returned for preventative maintenance to the european distribution center (edc) service center, however the edc reported an event that the rubber encasing of the patient cable was coming loose. The mpu was analyzed by the edc and powered up and functioned as intended. The patient cable was replaced due to damage. The unit was subjected to functional testing and passed all tests. Preventative maintenance was performed, and the unit was returned to the rental pool. The patient cable was forwarded to the product performance engineering (ppe) lab for further analysis. Upon further analysis, damage to the rubber encasing of the patient cable was confirmed. The patient cable was functionally tested and operated as intended. The root cause for the reported event that the rubber encasing of the patient cable was coming loose was unable to be conclusively determined through this analysis. Incidental findings: 4 feet missing from the housing. Damaged battery strap. Patient cable was dirty. The device history records were reviewed and the mobile power unit was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2016. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ cautions the user to inspect the mobile power unit and not to use a mobile power unit that appears damaged. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the rubber encasing of the patient cable was coming loose on (B)(6) 2021. The device was returned for preventative maintenance.